Manufacturer narrative:
The explanted device was not returned for analysis was it was kept by the medical facility.

Event description:
It was reported that the patient's implant had migrated slightly. The patient was experiencing decreased pain relief. The patient underwent an explant procedure where the implant was removed and replaced with a new one.